Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review.based on the analysis, the reported example on 10/15/2021 at 2:00 pm cet, where sensor reading was 70 mg/dl and fingerstick measurement was 285 mg/dl could not be confirmed as the system was not in use from 3:44 am cet on october 14 until 4:02 pm cet on october 15. As the reported event could not be confirmed due to the system being not in use, there could be no further investigation performed at this time.

Event description:
On october 19, 2021, senseonics was made aware of an incident where patient experienced two false hypoglycemia incidents. User reported that on (B)(6) 2021 at 9:00 am, the blood glucose (bg) was 182 mg/dl where as sensor displayed 60 mg/dl. At 2 pm on the same day the blood glucose (bg) was 285 mg/dl where as sensor displayed 70 mg/dl. User received hypoglycemia alerts.